Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an assembly error. The rear therapy electrode and two washers under the therapy electrode board preventing the connector from sitting flush with the pins. This caused an opening between the therapy electrode board and therapy electrode. The root cause was human error. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing non-functional therapy electrodes.